Event description:
It was reported that, surgeon took out lag screw from a gamma nail, bone grafted pt and replaced screw he took out with a shorter screw.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.